Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. While the 2.50x32mm promus element stent was being prepped for use it was noted that the stent was "buckled". The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found stent damage. The stent was damaged and misaligned along it's entire length. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. While the 2.50x32mm promus element stent was being prepped for use it was noted that the stent was 'buckled'. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is good. This product is only ous approved but it is similar to an approved us device.